Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation there was a crack at lens edge at trailing outer aspect of haptic optic junction. The lens remains implanted. Additional information has been requested.